Event description:
This lead was explanted and replaced due to loss of sensing. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 49 cm proximal to the lead tip. Only the distal part of the lead was returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In the medial area of the fragment the insulation was found rubbed through and the coating of the conductor cable to the ring electrode was found damaged. This damage can be considered as the root cause for the clinical observation of inappropriate shocks as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Further investigations revealed a fracture of the conductor cable to the ring electrode in the distal area of the lead. This damage most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.